Event description:
A pt reported experiencing swollen, red, painful and burning eyes, a foreign body sensation, photophobia and an unconfirmed corneal abrasion after using complete multi-purpose solution. The pt sought medical treatment. According to the attending ophthalmologist, pt was diagnosed with anterior uvelitis. They were treated with pred forte drops for the inflammation, and 1% cyclogyl for muscle spasm. The dr reported causality as "possibly related" to use of the product. The pt reported seeing foreign particles in the solution. Initially, they offered to send in the complaint unit for testing. To date, they have not forwarded the complaint unit, or responded to the manufacturer's request for info regarding the outcome of the event. Pt's phone number is no longer in service. Batch records of the reported lot were reviewed by the mfg site; final release lab tests, including appearance, were within specification. Chemical assay results of the retain units were also found to be within specifications with no deviations noted. It is the manufacturer's medical opinion, based on the info provided, that it is unlikely that the uveitis would be related to use of complete, as it is an inflammatory condition of the eye. Uvetis could occur secondary to a serious ocular infection, however there is no indication of that occurring as an antibiotic was not prescribed, only anti-inflammatory.